Event description:
It was reported that there was no alleged product issue. The patient had a post-op appointment on (B)(6) 2015. The incision was opened up at the spine site where the leads were placed. The clinical diagnosis was dermabacter hominis wound infection. Drainage of thoracic wound with no increased pain at the site. The patient had night sweats for 1.5 weeks prior to office visit. The patient had a fever of 101 two weeks prior to visit. The patient went to her primary care physician before spin center office visit. A culture was taken of the wound and the patient was prescribed bacterim. The culture did not show any positive results however cultures were taken during surgery and the fluid grew dermabacter hominis. The patient was given keflex and doxycycline abx. The patient was scheduled for an irrigation and debridement of the site. The incision site was washed out, sutured, and closed. The spinal cord stimulator (scs) system was intact. Actions required as a result of the event included surgical intervention. The patient was scheduled on (B)(6) 2015 for an irrigation and debridement of the spine wound site. The patient¿s status at the time of report was alive with no injury. No patient symptoms or complications were associated with the event. The patient was doing great with 90 percent pain relief with her system. The outcome was noted as ongoing.

Event description:
Additional information received reported that the outcome was resolved without sequelae.

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that surgery was scheduled for irrigation and debridement.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4)